Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and reported that she was unable to duplicate the reported problem, however, she was able to verify the reported alarm per the diagnostic fault logs. To fix the issue, the fse performed the solenoid driver board field safety corrective action by replacing the solenoid driver board and calibrated the iabp to factory specifications. The iabp passed all safety and functional tests and was returned to the customer cleared for clinical use.

Event description:
The customer reported that upon power up the intra-aortic balloon pump (iabp) alarmed with an electrical test fails code #58. No patient was involved and no adverse event has been reported.